Event description:
This was a lead extraction case performed in the operating room to remove two st. Jude medical riata leads (implanted (B)(6) 2004) due to dysfunction of right ventricle stimulation. An arterial line was placed and fluoroscopy and tee were available throughout the case. Surgical backup and thoracotomy tray were available. The leads were prepped with an lld-ez, but it was not possible to insert the lld-ez in the complete length (90% of the length). While lasing through the innominate svc junction with the 16fr sls, a perforation was noted. A sternotomy was performed and the perforation in the distal vena cava was found and repaired. Due to the critical status of the pt, neither lead was extracted. The pt was stabilized and post-operative status was stable. No devices were retained to return for engineering analysis. The lot history record review for the sls and the lld-ez showed no applicable issues or non-conformances.